Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp y-type catheter extension set disconnected from the end of the y-site. The extension set was still connected to the catheter, which caused blood to leak out of the line. The line was clamped, removed, and discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. During visual inspection, the tubing was observed separated from the male luer. The reported condition was verified; however, the cause of the condition could not be determined. There are controls in place for risk reduction in order to prevent and detect separation between tubing and male luer. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.